Manufacturer narrative:
Device evaluation summary: the returned device was visually analyzed. The helix was missing therefore hi-pot and inner dc resistance could not be tested as well as length could not be measured. In addition, seal rings in the small seal and large boots are damaged. Large boot has cuts and nicks in its body. About 14.2 cm away from the connector end has raised filars and cuts in the tubing and about 37 cm away from the connector end has a kink on the coil and a cut in the tubing. Throughout the lead body, there is brown dried bodily fluids observed. The connector pin length, outer dc resistance, and large boot od were within specification. Review and confirmation of manufacturing records was performed. There is no indication that the sterility of the device was breached. The device met specification prior to leaving greatbatch medical. A root cause is not able to be determined at this time. The device is part of several implanted components that comprise a pacing system. Greatbatch medical is unable to determine if the subject device contributed to the event.

Event description:
Device was explanted due to infection.